Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having coughing, high blood pressure and having kidney problems. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused kidney problems, high blood pressure and coughing really bad. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external parts of the device and observed unknown dust/dirt contamination present on all surfaces of the base unit and an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The manufacturer visually inspected the device internally and observed unknown debris in the tracks of the ui panel. Pil notes that there are mineral deposits present on the blower box housing, motor casing, and within the blower box housing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There is one unknown insect found within the blower box housing underneath the blower. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error code. The manufacturer powered up the device and provides airflow. A keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within blower box, motor casing, and blower box housing. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in the base unit and pil can confirm the presence of contamination in the airpath. Section h6 was updated in this report.